Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient encountered infusion set cannula was damaged within 3 hours of insertion which results into high blood glucose level. The insertion site was at abdomen. The patient regularly rotated the site location. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.